Manufacturer narrative:
Investigation: samples were received on 12 november 2019 with related file, pr-1246402. Customer returned (1) loose 3/10cc syringe. Customer states that when she took the cap off the needle fell off. The syringe was returned without the hub-needle/shield assembly. A review of the device history record was completed for batch# 9112701. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [200820743, 200820454, 200820624] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #65454 was created for raised shields. There was debris in the dial. CAPA#1122103 was initiated.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no.: 328438 batch no.: 9112701 verbatim: the rn filled the syringe with filler and put the cap back on. When she took the cap off the needle fell off, leaving all of the filler still in the syringe. This has happened several times.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no.: 328438, batch no.: 9112701. Verbatim: the rn filled the syringe with filler and put the cap back on. When she took the cap off the needle fell off, leaving all of the filler still in the syringe. This has happened several times.